Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed¿. During the removal of the set from the packaging, the external shield of the set was found to collapse. However, an attempt was made to introduce the prosthesis, but during the introduction, the cover was completely disrupted. "As per complaint form": during the removal of the set from the packaging, the external shield of the set was found to collapse. However, an attempt was made to introduce the prosthesis, but during the introduction, the cover was completely disrupted.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: (B)(4). The evo-10-11-8-b device of lot number c1376723 involved in this complaint device involved in this complaint was returned for evaluation, with open, original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 04th june 2019. Broken flexor and inner cannula was observed damaged / broken. Protective tubing was intact. Engineer had to cut protective tubing to remove flexor. Handle functioned as intended. Following the laboratory evaluation additional information was requested to aid investigation. - "the cover was completely disrupted" are you referring to protective tubing or the flexor? - was the correct protective tubing sent back? "I sent you what I got from the hospital. I never look into the claimed product. The customer informed me that what ¿disrupted¿ can be seen in the returned product." Prior to distribution all evo-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-10-11-8-b device of lot number c1376723 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1376723; upon review of complaints this failure mode has not occurred previously with this lot #c1376723. The instructions for use ifu0056-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use ifu0056-5. Despite the damage observed before the procedure,(during removal from packaging), the user continued using this device. This is not advised in the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling. It may be noted that user error may have been a contributory factor. The instructions for use ifu0056-5 which accompanies this device instructs the user to "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". However as per additional information received "at what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) before procedure, when the device was unpacked.". According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaint is confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trend.

Event description:
Event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿flexor kinked/stretched/broke/compressed¿. During the removal of the set from the packaging, the external shield of the set was found to collapse. However, an attempt was made to introduce the prosthesis, but during the introduction, the cover was completely disrupted. "As per complaint form": during the removal of the set from the packaging, the external shield of the set was found to collapse. However, an attempt was made to introduce the prosthesis, but during the introduction, the cover was completely disrupted.